Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# 0207006779, implanted: (B)(6) 2015, product type: lead. Product ID: 3387-28, lot# 0208487141, implanted: (B)(6) 2015, product type: lead. Product ID: 3389-40, lot# 0209493939, implanted: (B)(6) 2015, product type: lead. Product ID: 3389-28, lot# 0209483587, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The following information has already been reported in manufacturer report# 3007566237-2015-01965: it was reported that there were high impedances during the procedure but the specific value was not known. Impedance testing was performed. The electrodes were defective. The lead remained implanted. No patient symptoms or complications were associated with this event. It was noted that this was a lead and electrode problem. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent. Any additional information will be reported in this manufacturer report. It was further reported that the patient was implanted on (B)(6) 2015 with the leads, extension and implantable neurostimulator (ins). The patient was implanted with four leads. The problem seen was on one of the 3387 leads with contact 8. The 40cm lead was usually implanted in the right brain and the 28cm lead in the left brain. The impedances were once the extensions and implantable neurostimulator (ins) was implanted. It was determined that there was an issue with the lead once the high impedance was observed. The extensions were disconnected and swapped around to see of the impedance issue would change sides; this was how they highlighted the lead was the issue.